Event description:
Boston scientific received information that this device displayed high out range pacing impedances. Additional information provided noted that during the implant procedure the device was programmed incorrectly thus the patient had to brought back into the hospital for programming optimization. Additional information provided noted that this patient was brought back to the hospital and out of range pacing impedances were noted. After disconnecting and reconnecting the lead from the device out of range pacing impedances were still seen. The lead was also tested with the pacing system analyzer (psa) which also showed our range pacing impedances. Finally the physician elected to explant the lead and use another lead with the same existing device. After the pocket was closed high thresholds were noted with the newly implanted lead due to the helix of the newly implanted lead not being fully deployed. No adverse patient effects were reported. The device and newly implanted lead remain in service.

Manufacturer narrative:
Should additional information become available this investigation will be updated.